Manufacturer narrative:
It was reported that the event was not related to the cordis device, but was related to the procedure. A carotid duplex documented low flow through the new stent. A CT of the head documented no head bleed. The patient was returned to cath lab for an emergency revascularization. The physician felt the lesion was extensively calcified and needed second stent to provide proper support. A 7mm angioguard rx embolic protection device was placed and a second filter was placed over distal half of first stent, in an area of heavy calcification. An 8x30mm precise stent was implanted more distally into the internal carotid artery, and then post dilation was performed with improved flow. After filters were retrieved, debris was identified. The patient had full recovery after second stent, except for some residual mouth droop later that afternoon. Speech was clear. The nih and rankin scores were both 1 after the procedure. The next morning was reported that the patient fully recovered with no residual deficits in less than 24 hours. The slight mouth droop had resolved. The patient was discharged to home in the usual state of health the next day with nih and rankin scores back to baseline. The device remains implanted in the patient; therefore it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30-days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included clopidogrel. A 6mm angioguard rx, catalog number 601814rmc, lot number 35220097, and angioguard 7mm filter 701814rmc lot70913404.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information: the patient had a 30-day follow-up visit and exited the study. It was reported that another tia occurred over a month after discharge. The tia symptoms included behavioral change, confusion, headache, dizziness dysarthria, and right handed-weakness. The patient was out that day visiting friends. They became concerned about the symptoms and brought the patient to the emergency room. Following ER workup, was admitted for overnight observation. Per duplex, the stent was open¿ratio left ica/cca was 1.0. Possible associated factors¿blood pressure was very elevated. Subject had not been on aspirin due to ¿allergy¿, but was now started on aspirin as allergy was determined to be stomach upset. Also found to have undiagnosed urinary tract infection in an (B)(6). For antiplatelet treatment, lovenox and asa were given. For the uti, rocephin IV was given with prescribed home medications of ceftin for antibiotics. For hypertension, an extra dose of amlodipine was given, resume home meds. Per h&p, the tia ¿lasted a few moments.¿ ER notes do not give a timeline, but no symptoms were resolved when examined in the ER. CT of head without contrast: ¿no hemorrhage or extra axial fluid collection. No mass lesion. There are no areas of decreased density to suggest new infarction.¿ the patient fully recovered with no deficits in less than 24 hours. It was not related to anticoagulation, the cordis device or the index procedure. The patient exited the study due to completing the required follow up visits with an nih and rankin scores of 0. The patient is currently in stable condition with no remaining or recurrent symptoms. The patient was discharged from the hospital the day after being admitted. CT of head without contrast after second tia: ¿no hemorrhage or extra axial fluid collection. No mass lesion. There are no areas of decreased density to suggest new infarction.¿ additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00275 and 9616099-2014-00343.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00275 and 9616099-2014-00343. Additional details were received from the clinical events committee (cec) meeting minutes: on (B)(6) 2014 at 07:00, a neurological change in the patient was noted. The patient was not able to answer questions regarding the month or the president. She was able to give her date of birth, but with much thought. Right hand squeeze was weaker than left. The nih stroke scale score at 07:00 was 15 due to loc questions (2), loc commands (1), best gaze (1), visual field (1), facial palsy (1), right arm motor (4), left leg motor (1), sensory (1), best language (1), dysarthria (1), extinction (1). The rapid response team and the physician were notified. Carotid duplex ultrasound of the left ica on (B)(6) 2014 at 07:22 revealed significant flow-limiting stenosis. Interpretation summary: severe, a 70% to 99% stenosis of the left ica status post angioplasty and stenting. That day, the patient was brought back to the catheterization laboratory. The neurological examination at 08:14 noted weakness of the right upper and lower extremity. Repeat angiography revealed patent left common and left internal carotid arteries. There was some reduction in flow. At this point, the angioguard rx ecgw was delivered and following balloon angioplasty, one precise rx stent was positioned and placed in the left proximal ica. The stent was post-dilated. The catheterization report noted that significant amount of debris was identified in the filter. The patient was heparinized throughout the procedure and the filter was quickly recaptured. Completion angiogram showed good flow into the ica extending into the cerebral circulation. The patient¿s tia resolved on the table. In conclusion, the catheterization report again noted that angiographic findings demonstrated a patent left common, internal carotid artery with some reduction in flow and what appeared to be still significant calcification, though operator noted that he ¿continued not to appreciate significant stenosis seen into the internal carotid.¿ after angioplasty, stenting and post-angioplasty the internal ica was widely patent with significantly reduced flow while filter was placed. Once filter was retrieved, there was rapid intracerebral perfusion. The patient tolerated the procedure well. Prior to transfer to the short stay unit, the neurological examination was within normal limits with a notation of ¿all four extremities strong.¿ follow-up carotid duplex ultrasound demonstrated moderate 50% to 69% stenosis of the left ica. On (B)(6) 2014 at 14:30 the nih stroke scale score was 1 due to minor paresis of the patient¿s left mouth and the rankin score was 1. The next day, the nih stroke scale score was 0 and the rankin score was 0. The site reported that the patient experienced a tia event on (B)(6) 2014. On (B)(6) 2014 the patient was brought to the emergency department by her friends. There were concerns about slurred speech and weakness. The patient reported that she had felt weak and short of breath the last day. On (B)(6) 2014 she was at a nursing home visiting her friend when she apparently had some confusion, slurred speech and difficulty getting the words out. She also noticed some right hand weakness at that time. On arrival in the emergency department the patient reported that her symptoms had resolved, but she indicated that she felt weak all over. She was also concerned about her blood pressure being elevated the last day. She had taken all of her medications. She denied numbness, weakness and tingling. The emergency department note documented hypertension with associated symptoms of confusion, headaches and shortness of breath and dizziness with additional associated symptoms of lightheadedness and weakness. Her blood pressure in the emergency department was 210/65 mmhg. The history and physical note dictated by a different physician noted that the patient¿s signs and symptoms were as follows: sudden onset of right arm weakness associated with severe headache and dizziness. The patient dropped her car keys. She also had weakness of the legs. She was confused and could not remember her name or date of birth or where she was. This lasted for a few moments and patient was rushed to the emergency room. By the time she was getting to the emergency room, the symptoms had totally resolved. The patient did not remember having any changes in her speech. The patient was also diagnosed with a urinary tract infection. She was treated with an antibiotic. The discharge summary noted the principal discharge diagnosis as tia. The patient was already on clopidogrel. The patient was known to get stomach pain whenever she took asa. Enteric-coated asa was added to her medication regimen. The patient was discharged on (B)(6) 2014 on asa, clopidogrel and an antibiotic. On (B)(6) 2014 the 30-day follow-up visit was completed. The nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was taking asa and clopidogrel. Additional labs/tests were provided: carotid duplex ultrasound of the left ica on (B)(6) 2014 at 07:22 revealed elevated velocities in the left carotid with a ratio of greater than 9 suggestive of significant flow-limiting stenosis. Per report, left velocities psv/edv were 606/289 cm/sec in the left proximal ica. Left ica/cca ratio was 9.0. Interpretation summary: severe, a 70% to 99% stenosis of the left ica status post angioplasty and stenting. On (B)(6) 2014 at 08:04, a CT of the head without contrast was performed revealing the following, according to the radiology report: there is mild generalized atrophy present. There is a small amount of faint patchy decreased attenuation in the white matter of both cerebral hemispheres suggesting small vessel ischemic changes. There are a few faint linear calcifications seen in the white matter in the left cerebellar hemisphere. These are nonspecific. These appear chronic. There was no intracranial bleed. Follow-up carotid duplex ultrasound on (B)(6) 2014 at 09:11 demonstrated velocities in the left proximal ica were 291/66 cm/sec. Left ica/cca ratio was 3.2. Interpretation summary: moderate 50% to 69% stenosis of the left ica. A head CT without contrast performed on (B)(6) 2014 at 15:00 revealed the following: no radiographic evidence of acute intracranial pathology. There is an expected degree of age-related atrophy and chronic white matter ischemic changes, with compensatory ventricular dilation. There is no hemorrhage or extra-axial fluid collection. There is no mass lesion. There are no areas of decreased density to suggest new infarction. A carotid duplex scan revealed a less than 50% stenosis of the left and right ica based on peak systolic velocity measurements. Additional medical history was provided: patient has a history of ptca and hypertension. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sapphire study, a 6mm angioguard had difficulty loading the filter into the delivery system during prep. Therefore, another 6mm angioguard device was used for the procedure. After the procedure, the patient suffered from a transient ischemic attack (tia). The patient was returned to the cath lab and treated with a new stent and post-dilation to improve flow through the new stent. It was reported that the patient fully recovered with no residual deficits; however, the nih and rankin scores were increased. The patient was discharged the next day. The target lesion was located in the left internal carotid artery with a length of 10mm and a diameter of 5mm. The ulcerated lesion was severely calcified in a circumferential manner with a stenosis rate of 80%. There was no lesion thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. For the procedure, a 6mm angioguard rx embolic protection device was opened. There was no box/package failure or angioguard malfunction/defect. However, there was difficulty loading the filter into the delivery system during prep. Therefore, another 6mm angioguard was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was deployed at the lesion, leaving a final stenosis rate of 10%. The angioguard was successfully retrieved with no debris found in the basket. There was none documented presence of air bubbles and the patient had no neurological deficits prior to leaving the angiography suite. The patient was okay at the end of the procedure and first 15 minute check. However, at the second 15 minute check, about 30 minutes after the procedure, the patient began to suffer from a sudden onset of aphasia, dysarthria, right hemiparesis and right hemineglect. The patient was later diagnosed with a tia.

Manufacturer narrative:
It should have also included 8x30mm precise stent, catalog # pc0830rxc, lot# 16063555. All other information remains unchanged. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00275 and 9616099-2014-00343. Complaint conclusion: as reported by the sapphire study, a 6mm angioguard had difficulty loading the filter into the delivery system during prep. Therefore, another 6mm angioguard device was used for the procedure. After the procedure, the patient suffered from a transient ischemic attack (tia). The patient was returned to the cath lab and treated with a new stent and post-dilation to improve flow through the new stent. It was reported that the patient fully recovered with no residual deficits; however, the nih and rankin scores were increased. The patient was discharged the next day. The patient was a (B)(6) old female with a medical history of hyperlipidemia, congestive heart failure, coronary artery disease, and coronary percutaneous revascularization. The target lesion was located in the left internal carotid artery with a length of 10mm and a diameter of 5mm. The ulcerated lesion was severely calcified in a circumferential manner with a stenosis rate of 80%. There was no lesion thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. For the procedure, a 6mm angioguard rx embolic protection device was opened. There was no box/package failure or angioguard malfunction/defect. However, there was difficulty loading the filter into the delivery system during prep. Therefore, another 6mm angioguard was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was deployed at the lesion, leaving a final stenosis rate of 10%. The angioguard was successfully retrieved with no debris found in the basket. There was none documented presence of air bubbles and the patient had no neurological deficits prior to leaving the angiography suite. The patient was okay at the end of the procedure and first 15 minute check. However, at the second 15 minute check, about 30 minutes after the procedure, the patient began to suffer from a sudden onset of aphasia, dysarthria, right hemiparesis and right hemineglect. The patient was later diagnosed with a tia. It was reported that the event was not related to the cordis device, but was related to the procedure. A carotid duplex documented low flow through the new stent. A CT of the head documented no head bleed. The patient was returned to cath lab for an emergency revascularization. The physician felt the lesion was extensively calcified and needed second stent to provide proper support. A 7mm angioguard rx embolic protection device was placed and a second filter was placed over distal half of first stent, in an area of heavy calcification. An 8x30mm precise stent was implanted more distally into the internal carotid artery, and then post dilation was performed with improved flow. After filters were retrieved, debris was identified. The patient had full recovery after second stent, except for some residual mouth droop later that afternoon. Speech was clear. The nih and rankin scores were both 1 after the procedure. The next morning was reported that the patient fully recovered with no residual deficits in less than 24 hours. The slight mouth droop had resolved. The patient was discharged to home in the usual state of health the next day with nih and rankin scores back to baseline. The patient had a 30-day follow-up visit, and it was reported that another tia occurred over a month after discharge. The tia symptoms included behavioral change, confusion, headache, dizziness dysarthria, and right handed-weakness. The patient was out that day visiting friends. They became concerned about the symptoms and brought the patient to the emergency room. Following ER workup, was admitted for overnight observation. Per duplex, the stent was open¿ratio left ica/cca was 1.0. Possible associated factors¿blood pressure was very elevated. Subject had not been on aspirin due to ¿allergy¿, but was now started on aspirin as allergy was determined to be stomach upset. Also found to have undiagnosed urinary tract infection in an 85 year old. For antiplatelet treatment, lovenox and asa were given. For the uti, rocephin IV was given with prescribed home medications of ceftin for antibiotics. For hypertension, an extra dose of amlodipine was given, resume home meds. Per h&p, the tia ¿lasted a few moments.¿ ER notes do not give a timeline, but no symptoms were resolved when examined in the ER. CT of head without contrast: ¿no hemorrhage or extra axial fluid collection. No mass lesion. There are no areas of decreased density to suggest new infarction.¿ the patient fully recovered with no deficits in less than 24 hours. It was not related to anticoagulation, the cordis device or the index procedure. The patient exited the study due to completing the required follow up visits with an nih and rankin scores of 0. The patient is currently in stable condition with no remaining or recurrent symptoms. The patient was discharged from the hospital the day after being admitted. The device remains implanted in the patient; therefore it is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16037807 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00275 and 9616099-2014-00343. Complaint conclusion: as reported by the sapphire study, a (B)(6) female with a medical history of hyperlipidemia, congestive heart failure, coronary artery disease, and coronary percutaneous revascularization. The target lesion was located in the left internal carotid artery with a length of 10mm and a diameter of 5mm. The ulcerated lesion was severely calcified in a circumferential manner with a stenosis rate of 80%. There was no lesion thrombosis. The vessel was a type I arch vessel with none documented tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. For the procedure, a 6mm angioguard rx embolic protection device was opened. There was no box/package failure or angioguard malfunction/defect. However, there was difficulty loading the filter into the delivery system during prep. Therefore, another 6mm angioguard was used and successfully deployed past the lesion before pre-dilation was performed. Then, an 8x40mm precise pro rx stent was deployed at the lesion, leaving a final stenosis rate of 10%. The angioguard was successfully retrieved with no debris found in the basket. There was none documented presence of air bubbles and the patient had no neurological deficits prior to leaving the angiography suite. The patient was okay at the end of the procedure and first 15 minute check. However, at the second 15 minute check, about 30 minutes after the procedure, the patient began to suffer from a sudden onset of aphasia, dysarthria, right hemiparesis and right hemineglect. The patient was later diagnosed with a tia. It was reported that the event was not related to the cordis device, but was related to the procedure. A carotid duplex documented low flow through the new stent. Interpretation summary: severe, a 70% to 99% stenosis of the left ica status post angioplasty and stenting. A CT of the head documented no head bleed. The patient was returned to cath lab for an emergency revascularization. The physician felt the lesion was extensively calcified and needed second stent to provide proper support. A 7mm angioguard rx embolic protection device was placed and a second filter was placed over distal half of first stent, in an area of heavy calcification. An 8x30mm precise stent was implanted more distally into the internal carotid artery, and then post dilation was performed with improved flow. The catheterization report noted that significant amount of debris was identified in the filter. The patient was heparinized throughout the procedure and the filter was quickly recaptured. Completion angiogram showed good flow into the ica extending into the cerebral circulation. The patient¿s tia resolved on the table. The patient had full recovery after second stent, except for some residual mouth droop later that afternoon. Speech was clear. Follow-up carotid duplex ultrasound demonstrated moderate 50% to 69% stenosis of the left ica. Treatment is unknown. The nih and rankin scores were both 1 after the procedure. The next morning was reported that the patient fully recovered with no residual deficits in less than 24 hours. The slight mouth droop had resolved. The patient was discharged to home in the usual state of health the next day with nih and rankin scores back to baseline. The patient had a 30-day follow-up visit, and it was reported that another tia occurred over a month after discharge. The tia symptoms included behavioral change, confusion, headache, dizziness dysarthria, and right handed-weakness. The patient was out that day visiting friends. They became concerned about the symptoms and brought the patient to the emergency room. Following ER workup, was admitted for overnight observation. Per duplex, the stent was open¿ratio left ica/cca was 1.0. Possible associated factors¿blood pressure was very elevated. Subject had not been on aspirin due to ¿allergy¿, but was now started on aspirin as allergy was determined to be stomach upset. Also found to have undiagnosed urinary tract infection in an 85 year old. For antiplatelet treatment, lovenox and asa were given. For the uti, rocephin IV was given with prescribed home medications of ceftin for antibiotics. For hypertension, an extra dose of amlodipine was given, resume home meds. Per h&p, the tia ¿lasted a few moments.¿ ER notes do not give a timeline, but no symptoms were resolved when examined in the ER. CT of head without contrast: ¿no hemorrhage or extra axial fluid collection. No mass lesion. There are no areas of decreased density to suggest new infarction.¿ the patient fully recovered with no deficits in less than 24 hours. It was not related to anticoagulation, the cordis device or the index procedure. The patient exited the study due to completing the required follow up visits with an nih and rankin scores of 0. The patient is currently in stable condition with no remaining or recurrent symptoms. The patient was discharged from the hospital the day after being admitted. The device remains implanted in the patient; therefore it¿s not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16037807 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As stated in the IFU for the angioguard, ¿gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath.¿ based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue with the angioguard. Without the return of the device for analysis, the reported customer complaint against the angioguard could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time for the angioguard. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. There is no evidence that manufacturing issues contributed to the event. Hypoperfusion is a well-known adverse event associated with an embolic protection device and is listed in the IFU as such. Hypoperfusion occurs when blood flow has been impaired. It could be related to many factors such as a drop in blood pressure and debris in a filter basket. Hypoperfusion can be treated with medications to increase blood pressure or the heart, or by simply removing the filter basket after the procedure. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventative actions will be taken at this time.